Event description:
The wife of a (B)(6) male pt called zoll customer support to report that one of the pt's batteries was producing a battery fault. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. The cause for the battery failure was isolated to a corrupt bq2040 battery chip. The root cause for the corrupt battery chip could not be positively identified. No adverse event resulted from the defective battery chip. The patient received a replacement battery pack.